Manufacturer narrative:
Initial and final MDR (B)(4) MDR device 1of 2. Patient city: (B)(6) patient country: denmark.

Event description:
Reference number (B)(4) event occurred in denmark. It was reported that the patient faced two insulin flow blocked alarm event on (B)(6) 2026 due to bent cannula. Insulin doesn't exit the tubing. The location of blockage is tubing. No further information available.